Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator when interrogated out of the box. It is not part of an advisory. It was not used, and was returned for analysis.